Manufacturer narrative:
The unit was found to be leaking oil and present a low oil level that can cause inconsistent release from stance to swing. Further eval underway and details will be provided upon completion.

Event description:
Above knee amputee using mauch knee claims knee would lock up in stance flexion causing him to take a misstep that would sometimes cause him to fall.